Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level did not exceed 500 mg/dl, and no high reading was reported from the continuous glucose monitor. Customer resolved the issue by reloading the same cartridge and resuming insulin.